Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. It was reported that the user was out of indication criteria of the device. First experimental intraoperative monitoring with the med-el set-up showed no result. As the contralateral ear was good, it was decided to re-implant the user with a bone conduction implant.

Event description:
The user's hearing performance with the device was affected. It was reported that the user was out of indication criteria of the device. The user had no benefit with the device. During the explantation surgery, the surgeon noticed that the sp-coupler was not correctly placed anymore. The user was re-implanted with a bone conduction implant.

Manufacturer narrative:
Conclusion: device investigations on the received parts did not reveal any device defect. This finding is in line with the reported functional device whilst implanted. Based on the information received from the field, it seems that the recipient fell out of audiological criteria range for vibrant soundbridge. Further during explantation surgery the coupler was found dislocated from its intended position. The recipient was re-implanted with a bone conduction implant. This is a final report.

Event description:
The user's hearing performance with the device was affected. It was reported that the user was out of indication criteria of the device. First experimental intraoperative monitoring with the med-el set-up showed no result. During the explantation surgery, the surgeon noticed that the sp-coupler was not correctly placed anymore. As the contralateral ear was good, it was decided to re-implant the user with a bone conduction implant.

Manufacturer narrative:
Additional information: based on the information received from the field, it seems that the recipient fell out of audiological criteria range for vibrant soundbridge. Further during explantation surgery the coupler was found dislocated from its intended position. The recipient was re-implanted with a bone conduction implant. The explanted device has not been received for investigation despite requested.